Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the pedicle screws was detected by the surgeon during the surgery, and verified with a post-placement intra-operative control CT scan before finalizing the surgery. The screw placements were corrected (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements, also not due to the prolong of surgery/anesthesia (of ca. 30min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of 10 screw placements along the t4-t12 region, by ca. 4-5mm towards lateral left, is a movement of the navigation reference array during the surgery in relation to the vertebra it was attached on (l2), due to insufficient rigid fixation and/or inadvertent forces applied to the reference array at the surgery after the registration to navigation. This array movement led to a shift between the navigation display of the (pre-placement) image dataset and actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the screws with the necessary navigation accuracy verification after registration and throughout the procedure. Further contributing factors that to a lesser extend might have added to the deviation are: a relative movement of the vertebrae operated on in relation to the vertebra on which the reference array was placed on (l2), due to possible instability of the spine. Due to fusion and deformation, there were minimal processes on levels t4-t12 available, apparently an adequate fixation of the reference array directly to these bones operated on was not feasible. A non-rigid connection of the bones when applying forces during the surgery, can lead to a shift between the navigation display of the (pre-placement) image dataset and the actual current patient anatomy. These vertebra movements relative to the navigation reference array during hardware placement cannot be recognized by the navigation system when displaying tracked instrument position of the registered dataset. Additionally, the screws may not have exactly followed the path in the bone formerly created with the navigated instruments, when placing the screws with the non-navigated non-brainlab screwdriver. Since the non-brainlab screwdriver and the screws were not navigated, this factor is independent of the use of navigation, i.e. The navigation did not contribute to this possible cause. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine to fuse t4-pelvis for scoliosis treatment, with intended placement of 16 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra l2. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Used navigated straight an curved probes to open the cortical bone (pilot holes) on 13 pedicles of vertebrae t4-l1, and following the openings used a non-brainlab 8mm power tap calibrated to navigation for threading. Placed the corresponding 13 pedicle screws with a non-navigated non-brainlab screwdriver following the threaded openings. Attached the navigation reference array with schanz screws and 2-pin-fixator on the posterior superior iliac spine. Acquired another intra-operative CT scan with automatic image registration to navigation, for the further intended screw placements l1-s2. With this scan, the surgeon determined that 10 of the 16 screws placed in t4-l1 deviated from the intended positions by a few mm. Continued to place the remaining intended screws l1-l2 using the same navigation procedure as above. Re-attached the navigation reference array on vertebra l2 and acquired another intra-operative CT scan with automatic image registration to navigation. From this scan, determined that the screws in l1-s2 were well placed, nevertheless decided for a small correction of one screw in l1. The surgeon does not suspect a contribution by navigation as a cause for the apparently improvable screw position of this one l1 screw. With this scan, corrected the positions of the 10 deviating screw placements t4-t12 to the intended positions with navigation aid. Performed a final verification CT scan, confirming that all screws were placed correctly as intended, and completed the surgery successfully. After the surgery, the surgeon reviewed the intraoperative CT scan showing the deviating screw placements of t4-t12, and determined that the 10 screws had deviated to the left by ca. Max. 5mm before correction during this surgery. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon during the surgery, and verified with a post-placement intra-operative control CT scan before finalizing the surgery. The screw placements were corrected (re-positioned) successfully with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements, also not due to the prolong of surgery/anesthesia (of ca. 30min) for placement corrections. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.